Manufacturer narrative:
Device was used for treatment, not diagnosis. Krettek, c. Et al (1996). Unreamed intramedullary nailing of femoral shaft fractures: operative technique and early clinical experience with the standard locking option. Injury, 27, 233-254. This report is for an unknown femoral nail/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, krettek, c. Et al (1996). Unreamed intramedullary nailing of femoral shaft fractures: operative technique and early clinical experience with the standard locking option. Injury, 27, 233-254. The authors reported the algorithms, techniques and procedures developed in the treatment of a series of 133 femoral shafts which were stabilized with the association for osteosynthesis (ao) unreamed femoral nail (urfn) in a prospective study conducted between january 1991 and december 1994. The first 57 cases after injury were reviewed: 42 men and 15 women with an average age at follow-up of 28 years (range, 16-53 years). The mean follow-up was 17.9 months (range, 5-44). Results included: enlargement of the original fracture intraoperatively, with new or apparently new fracture lines (three); there was no change in the procedure to accommodate this finding. Femoral neck fractures were discovered while the nails were being inserted (three). In addition, fracture dislocation after a fall (one), osteitis infection (one) with early nail removal and significant rotational deficiency of greater than 15 degrees (four) were reported. This is report 2 of 2 for (B)(4). This report is for an unknown femoral nail.